Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms that were associated with the phase 2 hex values being out of specification, low speed events, and pump stops that occurred on either the power module or batteries. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files contain cumulative data from (B)(6) 2019 at 05:08pm through (B)(6) 2019 at 05:29am. One brief low flow hazard alarm was captured on (B)(6) 2019 at 10:32am. Estimated flow was captured at 2.4 lpm for this event. The center reported that the cause of the low flow alarm was not identified. Excluding the brief low flow hazard alarm, no atypical alarms were captured from the beginning of the files until (B)(6) 2019 at 02:38pm. At this time, the driveline fault alarm became active due to the phase 2 hex values being out of specification. This alarm was captured on each line of data from this time through (B)(6) 2019 at 03:50am. One brief low speed event was captured on (B)(6) 2019 at 01:47am. Additional, frequent low speed events, including several pump stops, were captured from (B)(6) 2019 at 03:50am through the end of the file. These events were associated with low speed advisory, low speed hazard, low flow hazard, and driveline disconnected alarms. It should be noted that a short-to-shield event can trigger the driveline disconnect alarm on the pocket controller software version 7.23. The majority of low speed events and pump stops appeared to occur while the patient was supported by the power module; however, multiple pump stops were captured after the patient was switched to batteries on (B)(6) 2019 at 04:06am. The center reported that the patient presented with a yellow wrench driveline fault alarm. The center reported that the patient had a history of a phase-to-phase short (investigated under MFR # 2916596-2019-01644), was not a candidate for a pump exchange, and had a previous failed attempt at the external splicing repair (investigated under MFR # 2916596-2019-00621). The patient was using an ungrounded patient cable. The center reported that a controller exchange could not be performed due to the patient¿s phase-to-phase issues. There was a high risk for complete pump stoppage with a controller exchange. It was later reported that the patient expired on (B)(6) 2019. The expiration was considered device-related, as the patient experienced a short-to-shield that progressed to a phase-to-phase short, then had continuous driveline fault alarms. The patient experienced continuous pump stop alarms with no resolution on the morning of (B)(6) 2019. The center knew about the patient¿s device issue prior to their expiration. Device failure was not unexpected. Heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The hmii lvas IFU addresses all system controller alarms (including driveline fault, low flow hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of event or problem: additional information.

Event description:
It was reported that the patient expired on (B)(6) 2019. Patient had a known short to shield which progressed to a phase to phase short, recently admitted for continuous driveline fault alarms. The patient experienced continuous pump stop alarms with no resolution. The log file captured continuous driveline fault events starting on (B)(6) 2019 at 1438 and continued until low speed/low flow/pump off/driveline disconnected events started occurring on (B)(6) 2019 too and continued for the remainder of the log file. Near the end of the log the patient was switched to battery power and the events still continued. The pump never made it back to the fixed speed of 8800 when these pump off events started to occur. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the site with yellow wrench/driveline fault alarms. It was also noted that the patient has a history of phase-to-phase short, which lead to a failed attempt at an external splicing repair. The patient is not a candidate for a pump exchange. The log files were reviewed and it was seen that the log files captured driveline events on (B)(6) 2019. This is an indication of degrading to the dl conductive material. There were no other unusual events recorded in the log file. Patient was given a new ungrounded cable. Patient cannot have a controller change out done. With her phase-to¿phase issues, there is a high risk for complete pump stoppage with a controller change out. Patient will continue to be monitored on the ungrounded cable. No further information was provided.